Event description:
The user facility reported an automated impella controller (aic) had a controller failure (red alarm) while connected to an impella 5.5 device providing mechanical circulatory support to a patient with acute myocardial infarction/cardiogenic shock. It appears the aic was not exchanged as the report indicated the outcome of the event was successful with this device. Reportedly, there was no harm to the patient as a result of this event.

Manufacturer narrative:
The console was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.

Manufacturer narrative:
The investigation for the aic controller failure -red alarm has been completed. Data logs were reviewed and after 20 hours since the pump started, the log recorded a continuous pud communication issue error. Due to the persistent pud communication issue there was pud reset. After a couple of pud resets, the console displayed ¿controller failure (pud comm loss) ¿ alarm,¿ event #1020. This confirms the reported failure mode. This console was returned for evaluation. Upon initial bootup, the console displayed a ¿system self-check failed¿ screen. The fw check via telnet showed that the pud hardware revision was n.a. It was confirmed that the pud firmware (fw) was corrupted by comparing it with the production pud firmware. The root cause of the controller error was the corrupted pud firmware (fw). The cause of the corrupted pud fw was not determined.